Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Severe nerve damage [nerve injury]. Numbness in her hands and feet [hypoaesthesia]. Burning in her hands and feet [burning sensation]. Tingling in her hands [paraesthesia]. Pain in her hands [pain in extremity]. Weakness in her hands [muscular weakness]. Dizziness [dizziness]. Difficulty walking [gait disturbance]. Case description: an attorney reported that their client, a (B)(6) female, used fixodent denture adhesive, version unknown and super poligrip from approximately 1996 to the present and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity, severe nerve damage, numbness in her hands and feet, burning in her hands and feet, tingling in her hands, pain in her hands, weakness in her hands, dizziness, difficulty walking. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.